Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. It was presumed that the temperature inside the device became abnormally high and the thermal fuse was blown because the user used the subject device in a high temperature environment or used the subject with the ventilation grille blocked. Therefore, it was considered that this caused the lamp to stop lighting. But the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the lamp of the subject device could not be turned on. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to blownout of the thermal fuse. There was no report of patient injury associated with the event.